Event description:
Technician alleged that the brakes would not hold. Brakes would pop out of engagement. No patient impact.

Manufacturer narrative:
The technician replaced the brake steer linkage and pedals to resolve the issue.